Event description:
During a bowel resection procedure, the staple lines did not form completely. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.